Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed: wear and tear damaged enclosure, tank cover, front cover, line cord and pole clamp. The reported issue was not duplicated; the liquid crystal display (lcd) was missing pixels but it was not blank and the device had power. The cause of the reported issue could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D4 catalog number and unique identifier (UDI) number are unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had no power. No patient injury was reported.